Event description:
It was reported that the patient experienced phrenic nerve stimulation and presented in clinic. Upon interrogation, the right ventricular lead exhibited increase in threshold and impedance issue. On (B)(6) 2018, the patient presented for scheduled lead revision. During procedure, bodily fluid was found within the lead and insulation breach was suspected. Upon attempt lead reposition, the lead helix would no longer extend. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 51.1cm to 51.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.